Event description:
During the procedure, the physician found the guidewire kinking. The physician opened a new kit to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material were observed on the guide wire body. Visual analysis revealed that the guide wire was returned inserted through the cvc catheter. The guide wire was removed with little to no difficulty, and a small kink was observed directly adjacent to the distal weld. The distal j-bend was also misshapen. Microscopic examination confirmed the damage and revealed that the proximal and distal welds were secure and intact. The kink on the guide wire measured 3mm from the distal weld. The guide wire total length measured 602mm , which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.800mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The catheter body length from the juncture hub to the distal tip measured 220mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.39mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The guide wire was inserted through the distal end of the catheter. Little to no resistance was encountered as the guide wire passed completely through the catheter body. Performed per IFU statement , "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire due to catheter resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. This likely contributed to any resistance encountered by the customer. The catheter and guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
During the procedure, the physician found the guidewire kinking. The physician opened a new kit to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.